Event description:
Patient reported none of the buttons on the infusion device is responding. Patient stated he can give a bolus using the meter. Patient reported he changed the battery. Patient stated the infusion device starts up with e8 (power interrupt). Patient reported he cannot confirm the e8. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.